Event description:
A report was received that the patient had developed a blood clot on the spinal cord that was causing pain in back and wrapped to the stomach area. The physician believed this was a result of patient being on blood thinning medications. The patient underwent a revision procedure wherein decompression of spine was done. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.